Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted and patient was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.